Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pain/pain"), pregnancy with contraceptive device ("pregnancy") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, gravida and parity 3. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), abdominal distension ("abdominal bloating"), pain in extremity ("leg pain"), vulvovaginal burning sensation ("vaginal burning sensation"), vaginal odour ("vaginal odor"), alopecia ("excessive hair loss"), furuncle ("frequent boils"), migraine ("migraine/ headaches"), dizziness ("dizziness"), fatigue ("fatigue"), urinary tract infection ("frequent urinary tract infections"), dyspareunia ("painful intercourse"), rash ("rashes or skin conditions type: rash"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight gain / loss specify which one") and headache ("headaches"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery ((B)(6) 2018, supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, abdominal distension, pain in extremity, vulvovaginal burning sensation, vaginal odour, alopecia, furuncle, migraine, dizziness, fatigue, urinary tract infection and dyspareunia had not resolved and the pregnancy with contraceptive device, genital haemorrhage, rash, vaginal discharge, weight fluctuation and headache outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dizziness, dyspareunia, fatigue, furuncle, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pain in extremity, pelvic discomfort, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, vaginal discharge, vaginal odour, vulvovaginal burning sensation and weight fluctuation to be related to essure. The reporter commented: in or around 2013, plaintiff underwent a tubal ligation to prevent additional pregnancies. The essure coils remain in both fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - on an unknown date: results: confirmed satisfactory full occlusion of both tubes on an unknown date. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received event " abnormal bleeding (general), rash, vaginal discharge, hormonal changes describe, weight gain / loss specify which one and headache" were added. Reporter added. Product implanted date updated and explanted date added. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / severe pain/pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, multigravida and parity 3. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria hospitalization and medically significant), pelvic discomfort ("disconfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), abdominal distension ("abdominal bloating"), pain in extremity ("leg pain"), vulvovaginal burning sensation ("vaginal burning sensation"), vaginal odour ("vaginal odor"), alopecia ("excessive hair loss"), furuncle ("frequent boils"), migraine ("migraine/ headaches"), dizziness ("dizziness"), fatigue ("fatigue"), urinary tract infection ("frequent urinary tract infections"), dyspareunia ("painful intercourse"), rash ("rashes or skin conditions type: rash"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight gain / loss specify which one"), headache ("headaches") and infection ("infection nos"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery ((B)(6) 2018, supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, abdominal distension, pain in extremity, vulvovaginal burning sensation, vaginal odour, alopecia, furuncle, migraine, dizziness, fatigue, urinary tract infection and dyspareunia had not resolved and the genital haemorrhage, pregnancy with contraceptive device, rash, vaginal discharge, weight fluctuation, headache, hormone level abnormal and infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dizziness, dyspareunia, fatigue, furuncle, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, migraine, pain in extremity, pelvic discomfort, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, vaginal discharge, vaginal odour, vulvovaginal burning sensation and weight fluctuation to be related to essure. The reporter commented: in or around 2013, plaintiff underwent a tubal ligation to prevent additional pregnancies. The essure coils remain in both fallopian tubes. Date(s) of removal: (B)(6) 2018 ( discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirmed satisfactory full occlusion of both tubes on an unknown date. Most recent follow-up information incorporated above includes: on 15-jul-2020: pif received- new event infection nos was added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / severe pain/pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, multigravida and parity 3. Concomitant products included ibuprofen. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria hospitalization and medically significant), pelvic discomfort ("disconfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), abdominal distension ("abdominal bloating"), pain in extremity ("leg pain"), vulvovaginal burning sensation ("vaginal burning sensation"), vaginal odour ("vaginal odor"), alopecia ("excessive hair loss"), furuncle ("frequent boils"), migraine ("migraine/ headaches"), dizziness ("dizziness"), fatigue ("fatigue"), urinary tract infection ("frequent urinary tract infections"), dyspareunia ("painful intercourse"), rash ("rashes or skin conditions type: rash"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight gain / loss specify which one"), headache ("headaches") and infection ("infection nos"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery ((B)(6)2018, supracervical hysterectomy (uterus only)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, abdominal distension, pain in extremity, vulvovaginal burning sensation, vaginal odour, alopecia, furuncle, migraine, dizziness, fatigue, urinary tract infection and dyspareunia had not resolved and the genital haemorrhage, pregnancy with contraceptive device, rash, vaginal discharge, weight fluctuation, headache, hormone level abnormal and infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dizziness, dyspareunia, fatigue, furuncle, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, migraine, pain in extremity, pelvic discomfort, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, vaginal discharge, vaginal odour, vulvovaginal burning sensation and weight fluctuation to be related to essure. The reporter commented: in or around 2013, plaintiff underwent a tubal ligation to prevent additional pregnancies. The essure coils remain in both fallopian tubes. Date(s) of removal: (B)(6)2018( discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirmed satisfactory full occlusion of both tubes on an unknown date. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)-2020: quality-safety evaluation of ptc. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.